Manufacturer narrative:
As the prodcuts remain in service, they will not be returned. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crv received information that after pocket closure while in recovery, the right ventricular (rv) lead dislodged. This resulted in inappropriate therapy to the patient (quickconvert atp and four shocks at 41j). No adverse patient effects occurred apart from the inappropriate shocks. The patient returned to the cath lab where the pocket was reopened, and the same lead was successfully repositioned. Normal measurements were observed following the reposition procedure. The pocket was closed and the patient remained in the hospital for normal monitoring.